Event description:
The customer reported that her legs were discolored and she wanted to know if this was from the insulin she was using. The customer asked if it was advisable to use slow acting insulin with the insulin pump. The customer was advised to talk to her doctor about discoloration in her legs and that it was recommended to use rapid acting insulin with the insulin pump. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.